Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One used 6fr angio-seal evolution was received for product analysis. No accessory components were returned with the device. The returned device was subjected to visual analysis where a blood-like substance was present along the body of the evolution. The compaction tube could be seen exposed from the carrier tube assembly. Both the compaction marker and the proximal marker could be seen exposed from the carrier the assembly. However, the tube appeared inserted into the carrier tube assembly in the reverse manner. The suture was observed not passing through the compaction tube. Neither the collagen or the anchor were returned. The hemostatic sheath was properly mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The button was partially stiff. The gap between the upper and lower handles of the evolution measured 0.045". The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in a partially distal position and properly seated in the grooves of the lower handle. The drive gear was found properly seated. The suture could be seen tethered to the spool there were no turns of suture remaining on the spool. The rack was found in the distal position with no portion of the rack remaining proximal to the gearbox assembly. Functional testing was then performed on the gearbox assembly. Tension was applied to the suture. However, the suture line with blood like substance adhered broke at the suture stake. Counterclockwise force was applied to the drive gear; the gear would not move. The gearbox assembly was jammed. The drive gear turned neither clockwise nor counterclockwise. Due to the gears not rotating, the carrier tube assembly was then cut open to determine if there were any anomalies within the carrier tube assembly. When the rack in the carrier tube assembly was exposed, the suture could be seen outside of the grooves of the rack, which was inhibiting the movement of the rack within the carrier tube assembly. The sample could not be confirmed for deployment difficulties. Due to the condition of the returned device, the noise could not be replicated, as the gears could not be rotated due to a combination of the excessive blood-like substance and the suture not being in the groove of the rack. Based on the returned suture and the tamping tube, the user appears to have inserted the compaction tube back into the carrier tube assembly, as the compaction marker was found proximal to the proximal marker. This likely led to the suture being placed under compression that allowed the suture to move outside of the grooves of the rack. The device appeared consistent with the usage as described above. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1.

Event description:
Additional information was received on december 7, 2017. The device was making a squealing noise during deployment and the compaction tube was not advancing. They cut the suture and manually tamped down the collagen plug using a dilator. They were unsure if they compacted it enough, so they applied manual pressure.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file found one similar report with the involved product code/lot# combination. The user facility reported a similar event from the same product code/lot number combination. See mdrs 2243441-2017-00204.

Event description:
The user facility reported that involved angio-seal evolution did not deploy properly. The following information was provided by the user facility: the device was very noisy when pulling back. Pressure was held for twenty minutes for both patients. The patient was in good condition and the procedure outcome was good. Additional information was received on october 30, 2017. There was no blood loss. There was no other device or equipment being used with the reported device.